Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0223926, medical device expiration date: na, device manufacture date: 2020-08-10. Medical device lot #: 0099968, medical device expiration date: na, device manufacture date: 2020-06-22. Medical device lot #: 0217457, medical device expiration date: na, device manufacture date: 2020-08-04. Medical device lot #: 0006079, medical device expiration date: na, device manufacture date: 2020-02-26. Medical device lot #: 0090421, medical device expiration date: na, device manufacture date: 2020-05-01. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that it was difficult to measure 5 units of insulin with relion® insulin syringe scales 1 ml markings. This occurred with syringes in lots 0223926, 0099968, 0217457, 0006079, and 0090421. The following information was provided by the initial reporter: "pet owner stated her dog takes 5 units of insulin and the current syringes are in increments of 10 which she can not use. Stated it is hard to measure 5 units with the 1 ml syringes. Stated she purchased 10 boxes and did not realize how the scale markings are with the 1ml syringes. Stated her pet was previously using the 3/10 ml, 6mm syringes."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0090421. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200879331] noted for missing scale lines. There was one (1) notification [200865384] noted for missing print a review of the device history record was completed for batch# 0006079. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200867228] noted for scratch print. There was one (1) notification [200867227] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0217457. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200899863] noted for damaged barrel. A review of the device history record was completed for batch# 0099968. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200867228] noted for scratch print. There was one (1) notification [200888551] noted for missing zero line. There was one (1) notification [200865384] noted for missing print. There was one (1) notification [200867227] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0223926. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200867228] noted for scratch print. There was one (1) notification [200867227] noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that it was difficult to measure 5 units of insulin with relion® insulin syringe scales 1 ml markings. This occurred with syringes in lots 0223926, 0099968, 0217457, 0006079, and 0090421. The following information was provided by the initial reporter: "pet owner stated her dog takes 5 units of insulin and the current syringes are in increments of 10 which she can not use. Stated it is hard to meausure 5 units with the 1 ml syringes. Stated she purchased 10 boxes and did not realize how the scale markings are with the 1ml syringes. Stated her pet was previously using the 3/10 ml, 6mm syringes."